Event description:
The event involved ICU medical oncology kit w/60" (152 cm) appx 2.2ml, smallbore ext set w/ chemolock port, clamp, anti-siphon valve, spiros; chemolock; syringe transfer set w/microclave, chemolock port. We are reporting four separate events that occurred recently due to manufacturer defects with the ICU medical tubing, all with the same product and lot number. Each of the four patients received 5-fluourouracil (medication ndc 25021-0215-98) in cassette reservoirs that were connected to cadd infusion pumps, which were attached to ICU medical oncology kit smallbore ext sets and placed in black, nylon cadd pump pouches. The events occurred on (B)(6) 2025. In every case, patients noticed white drug residue on the outside of their cadd pump pouches and reported concerns of chemotherapy leaks. Two patients even reported making physical contact with the chemotherapy. One patient felt moisture through their pump pouch. Another patient noticed white residue on the outside of their pouch and tried wiping it clean themselves with a sanitation cloth. Two other patients noticed white residue on their cadd pump pouches when they returned to have their pumps disconnected. They did not recall having any direct physical contact with the leaked chemotherapy or white residue while at home. Upon inspection of the returned cadd systems, all pouches had significantly more white powder chemotherapy residue on the inside of the black nylon pump pouch vs. The outside, indicating that the powder originated from inside the pouch. Visual inspections of the cadd cassettes and extension sets were performed and all the cassette reservoirs were intact. All the blue chemolock ports had varying degrees of white caked powder, leading us to conclude that the white powder was indeed 5-fluorouracil that leaked directly from the ICU medical tubing and that the leak originated from the port. This is the second of two reports that we have submitted within the week that involve ICU medical tubing of the same lot number, totaling 5 separate events within the past 30 days. Reference reports: #mw5165921, #mw5166099, #mw5166101, #mw5166102.